Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the introducer sheath and the pusher wire were returned for analysis. Visual and microscopic inspections were performed, and it was observed that the pusher wire was bent and detached at the heat shrink tfe tubing section. The functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the pusher wire revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil could not advance the catheter. The target lesion was located in the severely tortuous and non-calcified splenic artery. The diameter of splenic aneurysm was about 2 cm. A 14mm x 30cm interlock was selected for use. However, during the procedure, the physician could not send the coil out of the distal part of the catheter. The procedure was completed using another of the same device. The patient is fine, and the patient's condition following the procedure was stable. However, device analysis revealed the pusher wire was detached.